Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was brought to my attention by the central sterile person that the tibial uprod was unable to be taken apart.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device was unable to replicate the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.